Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5069432, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2317-50, sn: (B)(4). Device evaluation indicated that the lead was cut and the distal end was not returned. X-ray inspection on the remaining leads found no anomalies. The device damage was similar to the typical explant damage and was not considered a failure.